Event description:
Customer reports that she obtained results of 50 mg/dl, 40 mg/dl, 20 mg/dl, and 205 mg/dl on the same device. Customer reported that she was unsure what device this comparison was performed on. No strip information provided. No quality controls were used. Requested return of suspect device and replacement was sent.